Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s and polymorphs elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and started on intraperitoneal (ip) vancomycin 1.5 grams every other day x 21 days. On (B)(6) 2021, a follow-up sampling of the peritoneal effluent fluid revealed it remained cloudy and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was permanently transitioned to hd for rrt. The patient¿s nephrologist determined the patient was no longer capable of performing a home-based modality due to his age and unspecified mobility issues. The peritoneal effluent culture result returned positive for staphylococcus aureus, and causality was attributed to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged on (B)(6) 2021 and began outpatient hd for rrt without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted hospitalization, antibiotic therapy, and the transition to hd for rrt. Per the pdrn, the events were unrelated to any fresenius device(s) and/or product(s), as the cause was attributed to an unspecified touch contamination event. Staphylococcus aureus is commonly found on the skin or mucous membranes of humans. Additionally, staphylococcus peritoneal infections are usually indicative of a touch contamination event. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. It is well established those individuals undergoing pd (manual or cycler based) therapy are at high risk for infections of the peritoneum.

Event description:
It was reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] was hospitalized. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the emergency room on (B)(6) 2021 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc¿s and polymorphs elevated, results not provided) were collected, and the patient was diagnosed with peritonitis. The patient was admitted and started on intraperitoneal (ip) vancomycin 1.5 grams every other day x 21 days. On (B)(6) 2021, a follow-up sampling of the peritoneal effluent fluid revealed it remained cloudy and the patient¿s pd catheter (not a fresenius product) was surgically removed. The patient received a tunneled hemodialysis (hd) catheter (not a fresenius product) and was permanently transitioned to hd for rrt. The patient¿s nephrologist determined the patient was no longer capable of performing a home-based modality due to his age and unspecified mobility issues. The peritoneal effluent culture result returned positive for staphylococcus aureus, and causality was attributed to a touch contamination event, however no additional details were provided. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. The patient was discharged on 16/oct/2021 and began outpatient hd for rrt without issue.